Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the tidal volume reading was 6000ml after a deep breath and the trigger function didn't work - although the patient breathed. The apnea alarm was generated instead. This condition occurred several times and the patient was placed on another of the same type ventilator but the condition didn't change, so the patient was then switched to a different ventilator and the problem was solved.